Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. Service history review identified that the device had not been in before for repair related to the customer stated problem. Functional tests and visual inspections were performed, and the customer¿s reported problem was duplicated. The cassette was not connected properly, reattach cassette. The downstream occlusion sensor was nonfunctional. The dso sensor will be replaced to solve the problem.

Event description:
It was reported that the device exhibited ¿reposition cassette¿ error. There was unknown patient involvement.